Manufacturer narrative:
(B)(4). B3: exact event date is unknown however is reported to have occurred in september 2017. D6a: exact implant date is unknown however is reported to have occurred on (B)(6) 2016. D6b: exact explant date is unknown however is reported to have occurred on (B)(6) 2017. D10: medical product: unknown nexgen femoral component: catalog#: ni, lot#: ni; unknown nexgen articular surface: catalog#: ni, lot#: ni. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately eleven (11) months post-implantation, the patient began to experience pain and difficulty with mobility. Subsequently, the patient underwent the first stage of a two-stage revision surgery due to infection and loosening. All components were revised and replaced with antibiotic spacers without reported complication.

Event description:
Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR (B)(4).

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections have been corrected/updated: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR 2648920. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause regarding the loosening was unable to be determined as the necessary information to adequately investigate the reported event was not provided. For the reported infection it was determined to be unrelated to the report devices. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.